Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify "the suture was done with the stapler ats45, but it has turned out to be not efficient"? What is meant by "not efficient"? Was the staple line incomplete (missing staples)? The suture line was incomplete. What was the staple formation (b-formed, irregular, legs straight, etc? The distal stitches were open. Were there any patient consequences? If yes, please describe. No adverse event for the patient.

Event description:
The device has been used for the suture of the right suprahepatic vein: the suture was done with the stapler ats45, but it has turned out to be not efficient so the surgeon did a linear suture on the vein cave. The surgeon used the satinsky clamps and prolene 5/0 to control the bleeding and close the hole. Once stopped the bleeding, the surgeon ended the intervention.

Manufacturer narrative:
(B)(4). Batch # p5805m. Device analysis: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.